Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer received no delivery alarms during reservoir set up. The blood glucose was unknown at the time of incident. Customer advised to always complete rewind/load reservoir process before connecting back to set. While troubleshooting customer got disconnected, attempted to reach her back no answer left a message. The insulin pump will not be returned for analysis.